Manufacturer narrative:
Continuation of d10: product ID harmony-dcs (0012253681); product type: 0195-heart valves; implant date (B)(6) 2024; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of this transcatheter bioprosthetic pulmonary valve, several anatomical factors were noted including a septum and left pulmonary artery fold, a narrow pre-bifurcation area, and a horizontally positioned pulmonary artery. Per the physician, these anatomical factors made the implant of the valve more challenging. Due to a choke point at the annulus the procedure was feasible with a the strategy to deploy from a high position using a "flowering" technique. During the valve implant pro cedure, a guidewire was placed in the right pulmonary artery and contrast was performed. Anticoagulant was administered; however, the activated clotting time (act) did not rise sufficiently. An additional 2.5 ml of anticoagulant medication was administered twice and the act was confirmed over 250 seconds. Subsequently, an attempt was made to advance the introducer sheath to just above the annulus, but advancement proved difficult. The tip of the introducer sheath was advanced to the right ventricle and the delivery catheter system (dcs) was advanced into the right pulmonary artery (rpa). The valve was deployed using a flowering technique and the position was adjusted by pulling it into the middle pulmonary artery (mpa). The positioning resulted in the outflow becoming completely displaced from the pre-bifurcation on the left pulmonary artery (lpa) side. The outflow was deployed diagonally relative to the mpa.  Deployment proceeded to row 3-4, but a kink was observed at the row 2 and row 3 junction. Attempts to resolve the kink with tension pulling were unsuccessful. A recapture was performed within the mpa using the introducer sheath. Due to the difficulties with inserting the dcs and an issue with the guidewire nearly coming out, it was decided that deployment should be re-attempted. The dcs was advanced again to the rpa where distal tip launch and marriage were performed. The "pop-up" technique was used to deploy row 1-2 within the mpa. Again, the outflow deployed diagonally relative to the mpa, but since it was more perpendicular than the first attempt, rows 3-6 were deployed. The position of the bioprosthesis was slightly adjusted proximally, and release was performed. During dcs removal, a clot was found within the capsule. Act was measured again, and at act 290 seconds, it exceeded the standard value. Following placement, it was noted that part of the outflow side of the valve had entered the sinus and formed a kink-like shape. Following the valve implant a peak gradient of 10 mm hg was measured and compared to a pre-operative gradient of 6 mm hg.

Event description:
It was reported that prior to the implant of this transcatheter bioprosthetic pulmonary valve, several anatomical factors were noted including a septum and left pulmonary artery fold, a narrow pre-bifurcation area, and a horizontally positioned pulmonary artery. P ER the physician, these anatomical factors made the implant of the valve more challenging. Due to a choke point at the annulus the procedure was feasible with a the strategy to deploy from a high position using a "flowering" technique. During the valve implant pro cedure, a guidewire was placed in the right pulmonary artery and contrast was performed. Anticoagulant was administered, however, the activated clotting time (act) did not rise sufficiently. An additional 2.5 ml of anticoagulant medication was administered twice and the act was confirmed over 250 seconds. Subsequently, an attempt was made to advance the introducer sheath to just above the annulus, but advancement proved difficult. The tip of the introducer sheath was advanced to the right ventricle and the delivery catheter system (dcs) was advanced into the right pulmonary artery (rpa). The valve was deployed using a flowering technique and the position was adjusted by pulling it into the middle pulmonary artery (mpa). The positioning resulted in the outflow becoming completely displaced from the pre-bifurcation on the left pulmonary artery (lpa) side. The outflow was deployed diagonally relative to the mpa.  Deployment proceeded to row 3-4, but a kink was observed at the row 2 and row 3 junction. Attempts to resolve the kink with tensionpulling were unsuccessful. A recapture was performed within the mpa using the introducer sheath. Due to the difficulties with inserting the dcs and an issue with the guidewire nearly coming out, it was decided that deployment should be re-attempted. The dcs was advanced again to the rpa where distal tip launch and marriage were performed. The "pop-up" technique was used to deploy row 1-2 within the mpa. Again, the outflow deployed diagonally relative to the mpa, but since it was more perpendicular than the first attempt, rows 3-6 were deployed. The position of the bioprosthesis was slightly adjusted proximally, and release was performed. During dcs rem oval, a clot was found within the capsule. Act was measured again, and at act 290 seconds, it exceeded the standard value. Following placement, it was noted that part of the outflow side of the valve had entered the sinus and formed a kink-like shape. Following the valve implant a peak gradient of 10 mm hg was measured and compared to a pre-operative gradient of 6 mm hg. Additional information was received that the right pulmonary artery wire position was used during deployment. The issue occurred when adjusting the position after the outflow of the valve was deployed. Additionally, a pre implant balloon dilation was not performed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the right pulmonary artery wire position was used during deployment. The issue occurred when adjusting the position after the outflow of the valve was deployed. Additionally, a pre implant balloon dilation was not performed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.